Event description:
It was reported that soon after support was initiated, a slow leak appeared at the dialysis port. The dialysis port cap was removed and a connection and tubing set were attached, which stopped the leak. (B)(4). Ref MFR# 8010762-2014-00057.